Event description:
One week post uae, she is having difficulty walking, numbness that was initially in the right buttock but has progressed, and now radiates down the back of the leg making it difficult to walk or stand for long periods. Painful urination. Sweating.